Event description:
It was reported that during the case, after the distal femur was burred and complete, while attempting to bur the tibia, the drill completely stopped and was unresponsive to the foot pedal. The navio displayed the e6 error code, indicating the drill overheated. The surgery was changed to manual procedure. When speaking with dr. (B)(6) after the case, he said the bone was extremely hard and that he was very aggressive with the drill, which apparently led to it's overheating. After the case, the drill was cleaned and processed, and was used again without incident.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the console displayed e6 error. Bone was hard and surgeon reported to have been very aggressive with the drill. After the case, the drill was cleaned and processed, and was used again without incident. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found simila reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Discussion with the reported on 2/12/2019 found that this issue has not reocurred with this drill since the event date of (B)(6) 2018. An e6 error was reported during the case, however an e6 error does not indicate that there is an issue with the drill, it means that the part is temporarily overheated and required a cool down perior. Once the e6 error goes away, it is safe to use the drill again. Since it was reported that the surgeon that the bone was very hard and that the surgeon was very aggressive with the drill, it further supports that this was an expected behavior of the drill reacting to the overheating. No problem was found with the drill.